Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that spo2 is inaccurate. It was reported to philips that the alleged failure was observed while the device was in use on a patient. No adverse patient impact was reported by the customer.

Manufacturer narrative:
The customer contacted the philips customer care solution center (ccsc). A philips authorized service personnel (asp) was dispatched to the customer site. The asp went onsite; the reported issue was not confirmed, and the device worked normally. The reported issue could not be duplicated and it was suggested the customer closely observe. H3 other text : custoemr resloved.

Event description:
It was reported to philips that spo2 is inaccurate. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site. The asp went onsite; the reported issue was not confirmed, and the device worked normally .